Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure for a heart valve, the temporary pacemaker was found to not be capturing properly. The patient's heart rate was in the 60's with intermittent junctional bradycardia pauses. The physician believed that the pacemaker was not needed and chose to only monitor the patient. No further patient complications have been reported as a result of this event.